Manufacturer narrative:
Surgery report stated pt presented with talar neck cysts. Implant not returned. No cause or malfunction of the device could be determined.

Event description:
Pt had star ankle implant revised to a fusion nail.